Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and reported the following: arrived onsite to an empty helium tank. Nurse states that over the weekend they went thru two bottles of helium. I found that the fill manifold was sticking open. Removed and replaced valve as required. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. Unit passes all functional and safety tests.

Event description:
It was reported by customer at (B)(6) medical center that cs300 intra-aortic balloon pump had a helium leak. The event occurred after usage of pump while draining the tank, not powered on. There was no patient involvement, and no adverse event reported.

Event description:
It was reported by customer at uab medical center that cs300 intra-aortic balloon pump had a helium leak. The event occurred after usage of pump while draining the tank, not powered on. There was no patient involvement, and no adverse event reported.